Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows left limb buckled stent, stenosis and ischemia of the left common iliac artery and the additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Device, user. Procedure or anatomy relatedness of complaint could not be determined. No procedure related harms were identified. The stenosis leading to ischemia of the proximal end of the left iliac limb graft was reported from crimping of the stent. It is unclear why this crimping occurred. The final patient status was reported as discharged home on postoperative day three. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was implanted with the alto abdominal stent graft system and one additional ovation ix iliac limb in the left iliac artery to treat an 8.5 cm abdominal aortic aneurysm (aaa) on (B)(6) 2023. During the index procedure there was an intraoperative type ia endoleak that was treated with a palmaz stent (non-endologix), there was a minimal endoleak at end of procedure. The clinical assessment of medical records and computed tomography (CT) on 08/08/2024 for previously reported MFR# 3008011247-2024-00074, identified additional information not previously reported. The clinical assessment revealed that one day post index procedure on (B)(6) 2023, there was lack of lower left limb extension pulses. A computed tomography arteriogram (cta) revealed that infrarenal angulation was 55 degrees, and the proximal end of the left iliac ovation ix stent graft was stenotic and buckled. The physician elected to implant two (2) covered stents (non endologix) bilaterally in a kissing stent technique at the level of the ovation ix iliac limb and restored flow to the lower left limb extension. The patient was discharged home in stable condition.